Manufacturer narrative:
Additional information was received 07/29/2019 that stated the incorrect device was initially reported. The following corrections were made: b5 description: as reported by an edwards lifesciences affiliate in turkey,  per euro pcr: "triple stenting due to immediate stent recoils in a patient with left main coronary obstruction following transcatheter aortic valve implantation". A 29mm sapien xt valve was implanted successfully. During suturing with proglide, worsening hypotension followed by ventricular fibrillation occurred. Under 20 minutes successful cardiopulmonary resuscitation, angiography yielded left main ostial calcific obstruction. A 4.0* 18mm stent was implanted in left main post dilated with 4.0*12mm and 4.5*15mm noncompliant balloons. Since acute stent recoil occurred due to calcified bulky leaflet, 4.5*15mm bare metal stent deployed in left main 4.5*9 and 4.5*12mm high pressure balloons inflated up to 26 atm. Multiple infatuations resulted with good stent final angiogram revealed acute stent recoils. In order to achieve good radial expansion force, 4.0*20mm papyrus graft stent was implanted within previous two stents 4.5*12mm noncompliant balloon was inflated up to 28atm.   D1 brand name: ¿edwards sapien 3 transcatheter heart valve¿ to ¿edwards sapien xt¿ transcatheter heart valve¿ d4 model #: ¿9600tfx29¿ to ¿9300tfx29¿. G5 PMA #: ¿p140031¿ to ¿p130009¿.

Event description:
As reported by an edwards lifesciences affiliate in turkey,  per euro pcr: "triple stenting due to immediate stent recoils in a patient with left main coronary obstruction following transcatheter aortic valve implantation". A 29mm sapien xt valve was implanted successfully. During suturing with proglide, worsening hypotension followed by ventricular fibrillation occurred. Under 20 minutes successful cardiopulmonary resuscitation, angiography yielded left main ostial calcific obstruction. A 4.0* 18mm stent was implanted in left main post dilated with 4.0*12mm and 4.5*15mm noncompliant balloons. Since acute stent recoil occurred due to calcified bulky leaflet, 4.5*15mm bare metal stent deployed in left main 4.5*9 and 4.5*12mm high pressure balloons inflated up to 26 atm. Multiple infatuations resulted with good stent final angiogram revealed acute stent recoils. In order to achieve good radial expansion force, 4.0*20mm papyrus graft stent was implanted within previous two stents 4.5*12mm noncompliant balloon was inflated up to 28atm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci).  There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the coronary occlusion is unknown but may be related to patient factors not provided and or procedural factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (b(6), per euro pcr: "triple stenting due to immediate stent recoils in a patient with left main coronary obstruction following transcatheter aortic valve implantation". A 29mm sapien 3 valve was implanted successfully. During suturing with proglide, worsening hypotension followed by ventricular fibrillation occurred. Under 20 minutes successful cardiopulmonary resuscitation, angiography yielded left main ostial calcific obstruction. A 4.0* 18mm stent was implanted in left main post dilated with 4.0*12mm and 4.5*15mm noncompliant balloons. Since acute stent recoil occurred due to calcified bulky leaflet, 4.5*15mm bare metal stent deployed in left main 4.5*9 and 4.5*12mm high pressure balloons inflated up to 26 atm. Multiple infatuations resulted with good stent final angiogram revealed acute stent recoils. In order to achieve good radial expansion force, 4.0*20mm papyrus graft stent was implanted within previous two stents 4.5*12mm noncompliant balloon was inflated up to 28atm.